Event description:
Legal - the patient¿s attorney alleged a deficiency against the device. The product was used to close a gastrocutaneous fistula. It was reported that after the date of surgery, the patient experienced being weak, syncopal, collapsed, lethargic, agonal respirations, skin cold, clammy, diaphoretic, apneic, no pulse, hypotension, tachycardia, chest wall crepitus, esophageal rupture, delayed capillary refill, pupils sluggish, extremities flaccid, abdomen distended, gastric perforation, organ dysfunction, emphysema, pneumomediastinum, ascites, bilateral pleural effusions with associated bibasilar atelectasis, adhesions, pupils nonreactive, respiratory failure, cardiac arrest, hemodynamic collapse, acute kidney injury, elevated blood pressure, low heart rate, granulation, gastritis, edema, helicobacter pylori organisms, stomach opened up and contents emptied into the abdominal cavity causing infection, sepsis and death. Post-operative patient treatment included oxygen, reintubation, multiple ivs placed, CPR, lysis of adhesions, medications (epinephrine, narcan, bicarb, norepinephrine, vasopressin, fentanyl, propofol, dopamine, mannitol, lasix, diuril, sodium bicarb, saline, albumin, zosyn), admission to picu, exploratory laparotomy, abdomen washed and irrigated. Information received indicates the patient is now deceased, due to inadvertent iatrogenic gastric perforation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updates include: section b2 - date of death section d4 - model #, catalog #. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent surgery to remove a gastrostomy tube. Approximately 3 months later, the patient underwent surgery to close a gastrocutaneous fistula using an endo-gia stapler. Post operatively, the patients stomach opened up and contents emptied into the abdominal cavity causing infection, sepsis and death on (B)(6) 2019; two years after the original surgery.